Event description:
Filiform and follower were being used to dilate the pt's urethra. The filiform was in the pt when the screw end of the filiform broke off, leaving the screw end attached to the follower and the filiform in the pt.